Event description:
It was reported that the patient received inappropriate therapy due to oversensing, and hv impedance readings were greater than 200 ohms. The device was explanted. During the explant procedure, it was noted that the hvb pin was dislodged from the port, was 'loose', and was not in contact within the port. Tissue and fluid were also found in the lead port. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. It was reported that the patient received inappropriate therapy due to oversensing, and hv impedance readings were greater than 200 ohms. The device was explanted. During the explant procedure, it was noted that the hvb pin was dislodged from the port, was 'loose', and was not in contact within the port. Tissue and fluid were also found in the lead port. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications device operated according to specifications impedance, high oversensing shock, inappropriate.